Event description:
During the procedure the scope became very difficult to remove. When the scope was removed it was observed the tip of the scope was missing. A second bronchoscopy was performed with a smaller size ambu disposable scope without incident. During the second procedure, the tip of the first scope was observed in the lung. At that time the foreign object was retrieved from the lung. The second procedure was performed with an ambu disposable bronchoscope 4 size 5.0/2.2. FDA safety report ID # 575948. See scanned pages.